Event description:
It was reported that the doctor found a piece of plastic (or other artifact) on the on the monofocal intraocular lens (iol) after implantation. He chose to keep the lens in the eye and successfully removed the artifact. There is no product to return related to this incident. The doctor mentioned that he had a similar experience at a different surgery center in the past. No further information was provided. This report is for the issue reported with the dcb00 lens. A separate report will be submitted for the other reported incident.

Manufacturer narrative:
. Section d6b: if explanted, give date: not applicable as the device remains implanted device evaluation: the product testing could not be performed as the product was not returned (the lens remains implanted). The reported complaint cannot be confirmed. Manufacturing record review: manufacturing record review cannot be performed since the serial number is unknown. A complaint historical review of the manufacturing production order number cannot be performed since the serial number is unknown. Conclusion: no sample was returned, and the serial number is unknown, an investigation could not be performed, and no malfunction is confirmed. Section h4: device manufacture date: unknown, as the serial number was not provided. Attempts have been made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.